Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, which is confirmed from the images provided. Posterior edge loading was observed per the provided radiographs that may be the root cause of the wear, but that cannot be confirmed as the devices were not available for evaluation. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant patient demographic information was not provided. H6: corrected component, and investigation clinical codes.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 5269535 02-010-03-0340 - logic cr femoral cem, right, sz 4 5355987 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 5310355 200-02-41 - three peg patella 41mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient, initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2024, approximately 5 years 9 months post the initial procedure. The patient was revised due to pain and synovitis. Prosthesis wear was indicated. X-rays and device images were provided. No further information.